Event description:
Additional information was received stating that the vns patient did not pass away and the reported death was confirmed to be invalid.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that the vns patient passed away. The cause and date of death are unknown. The medical examiner's office reported that they do not have any information regarding the patient's death. The physician did not have any additional relevant information. Attempts to obtain additional relevant information have been unsuccessful to date.